Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a low absorption set leaked onto the floor. This occurred during infusion of chemotherapeutic solution. The reporter stated that the tubing appeared flat as [if] it had been hit with a warm iron. There was no patient injury or medical intervention associated with this event. No additional information is available.